Event description:
During the atrial fibrillation procedure, an air leak was noted from the agilis sheath after insertion of the non-abbot boston scientific farapulse catheter. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.